Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when the patient's dermatologist used a hyfrecator on his hand and he received a shock. Upon interrogation it was noted that the hyfrecator had caused electromagnetic interference (emi) noise that was oversensed and led to pacing inhibition with asystole and the inappropriate shock. The patient contacted boston scientific technical services (ts) and was educated on sources of emi and their affects on devices. The patient reported being asymptomatic during this time. The system remains in service.